Event description:
It was reported that the device was received with an out of box failure; there was no power to the device. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was received device in new condition. During functional testing, the reported problem was duplicated. No audible or visual indicators occurred, which normally are present during power on sequence. Removed back cover for further investigation. Visually inspected all components and no obvious damage was found. Installed known good test control board and powered on the device. Indicators activated both audibly and visually during power on self-test as designed. The root cause of the reported issue was found to be the air detector. Replaced air detector and installed tempcheck test fixture. Measured temperature and it was within tolerance. Device passed all functional and electrical tests. D4 (UDI) is unknown. No information available to date.